Event description:
New information on (B)(4) 2013 notes: it was reported that the patient was experiencing discomfort and the lead had dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited elevated thresholds. The pulse generator was programmed to a higher output.